Manufacturer narrative:
Pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with stripped battery cap at coin slot area.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 with blood glucose level of 1200 mg/dl. The customer¿s current blood glucose was 400 mg/dl. The customer treated with manual injections. Customer was wearing the insulin pump at time of hospitalization. The insulin pump will be returned for analysis.